Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported, while in the ICU the distal extension line was torn. The pt had a 3-way cvc inserted into his left subclavian for about 15 days. The catheter was attached to the skin with sutures. While the pt was in his chair, he fell forward. It was then found that the distal lumen was cut on the tubing between the connector and the juncture hub. The distal lumen was immediately clamped to prevent air embolism and was then removed. It is unk if a new catheter was placed or if there was a delay in treatment. No complications or death occurred to the pt.